Manufacturer narrative:
Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available. Block h6: device code a180104 is being used to capture the reportable event of device foreign material present in device.

Event description:
It was reported to boston scientific that an acquire? S was intended to be used on a procedure performed on (B)(6) 2026. During the procedure, it was reported that the stylet could not pass because it interfered with what appeared to be a foreign object. The event occurred outside the patient. The procedure was completed with another device of the same model. There were no adverse events reported for the patient during or following the procedure as a result of this event.